Event description:
It was reported that patient was brought into theatre with pocket infection. On interrogation noticed only right ventricular (rv) lead had capture. Left ventricular (lv) lead did not capture at maximum output. Patient was not pacemaker dependent. The device was explanted. The rv lead was capped. Rest of the leads were cut and capped. Vegetation was noted on ultrasound on the rv lead. A decision will be taken whether to extract the leads and implant a new system within few weeks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).